Event description:
Stapler did not staple as expected, 1st firing on the jejunum the outer row of the staple line did not form. The surgeon over sewed the staple line.======================manufacturer response for stapler, surgical, powered, echelonflex (brand not provided) (per site reporter).======================they assigned a return #, and sent a return kit so product could be brought back for evaluation.